Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal on the date of passing. The device was started up at 17:10:15 on (B)(6) 2021. The patient was in sinus bradycardia from 20 to 40 bpm at 17:54:04. The patient's rhythm then degraded to asystole with intermittent cardiac activity, then to asystole by 17:56:50. The patient received the inappropriate shocks at 18:23:03 and 18:23:29. The patient's rhythm at the time of each shock and post-shock rhythm were asystole. The patient was in asystole at the time of the device shutdown at 18:24:36 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 05/04/2021, belt 08/14/2015.